Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) initially it was reported under the 3500a initial that the picture evaluation was completed on 30-nov-2021. However, during an internal review on 28-dec-2021, noted that the picture evaluation was completed on 20-dec-2021.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and foreign material was on the usable length of the catheter issue occurred. At the end of the procedure when the physician took the catheter out of the patient, they noticed some kind of residual product at the tip of the catheter. They had ablated multiple times within the coronary sinus and extensively on the left atrium with the appropriate power and irrigation settings. That product was white and its substance was like sticky jelly. The procedure was successfully completed. No patient consequences were reported. The event was assessed as MDR reportable for foreign material on the usable length of the catheter.

Manufacturer narrative:
(B)(4). The picture evaluation was completed on 30-nov-2021. According to pictures provided by the customer, foreign material was observed on the catheter's tip. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).